Event description:
Caller states her mom is having trouble with her m41 wheelchair. It was running today and then the wrench all of a sudden lit up on the joystick and would not go forward or backward.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41sr20r, serial number/date code is unknown. The owner's manual part number 1143206 rev g was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Caller states her mom is having trouble with her m41 wheelchair. It was running today and then the wrench all of a sudden lit up on the joystick and would not go forward or backward.